Event description:
It was reported that after completion of a da vinci-assisted umbilical hernia ipom (intra-peritoneal onlay mesh) procedure, the patient developed a hernia mesh infection. As a result, the patient required unspecified medical/surgical intervention. The surgeon/site is unsure of the cause of the infection. No further clinical information was provided. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. There was no allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted umbilical hernia ipom procedure, the patient developed a hernia mesh infection. As a result, the patient required unspecified medical/surgical intervention. The cause of the post-operative infection is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable